Event description:
It was reported that there was normal elective replacement indicator (eri). It was noted that the patient was unhappy with the device location and the battery was moved to flank. Additional information received reported the revision was on (B)(6) 2013. It was unknown if any actions were taken pre-operatively. There was no further information regarding the patient¿s condition since surgery. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3776-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger. (B)(4).